Manufacturer narrative:
It was reported that there was an issue with the product (uh801) bipolar high frequency cord. It was reported that the issue was most probably a result of seals breaking down and cable being used past its useful life. Based on the given facts the root cause is set to wearing. IFU 300000387560. No further information provided by facility or user. No corrective actions necessary as there is no critical and/or systematic deviation found during investigation the current issue did not trigger the CAPA as per q3.3.0001 corrective and preventive action.

Event description:
It was reported that there was an issue with the product (uh801) bipolar high frequency cord according to the information received: was told by the customer on (B)(6) 2022 of an incident of a urethral burn to a patient on (B)(6) 2022. Patient is fine after having asked. Details are scarce due to time which has pasted since we were just notified by the customer, so there is no lot/batch numbers for instrumentation other than the uh400 sn. The usage log on their uh400 was already downloaded and sent to technical support. Technical support found no reported issues on the generator for that date ((B)(6)). Any older uh801 cables and damaged working elements were swapped out earlier this year and the cable counting software was added to the (B)(4) earlier this year as well. Issue was likely result of seals breaking down and cable being used past its useful life. There was harm to the patient and in a follow up discussion by the salesrep the patient is fine. Additional information has been requested but not yet received as of the date of this report. Additional patient information is not available.

Manufacturer narrative:
Product requested but not yet received. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The adverse event is filed under internal complaint ID (B)(4).